Manufacturer narrative:
Analysis confirmed the reported event; system migration was needed. Analysis also found when the stylus touched the screen, it had no reaction; stylus assembly replaced.

Event description:
It was reported the programmer was unable to be upgraded. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.